Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient experienced a hacking cough, enlarged lymph nodes in the trachea and evidence of black powder in tubing. The patient passed away after suffering from cardiopulmonary failure. The previous report incorrectly stated the reporter country was "united states" this has been updated in box e to "italy".

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient experienced a hacking cough, enlarged lymph nodes in the trachea and evidence of black powder in tubing. The patient passed away after suffering from cardiopulmonary failure. At this time, no further investigation can be performed. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient experienced a hacking cough, enlarged lymph nodes in the trachea and evidence of black powder in tubing. The patient passed away after suffering from cardiopulmonary failure. At this time, no further investigation can be performed, because the case was reported from legal proceedings with no sn and no information is available if device can be returned for investigation at this moment in time.